Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No moisture damage was noted on the electronic assembly.

Event description:
Customer reported that he was sweating and the insulin pump was in his pocket while he was caught in a rain storm. Customer stated that the insulin pump begun alarming button error. Customer's blood glucose reading at the time of the call was 102 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.